Event description:
The user facility confirmed that the employee has healed and has no sustaining injuries.

Manufacturer narrative:
According to the coordinator present at the time, the door was approximately four (4) inches from the closing point. The operator did not stop the washer before putting her hand inside nor did she follow the emergency stop procedure in the operator's manual (pages 3-5 of operator manual # 920013-971, figure 3-3, emergency stop button). Once the item was shifted, the door closed on her right wrist, pinning it in the washer. The operator did not pull up on the safety bar. The coordinator pulled up on the door which immediately opened. The door fully closed when the coordinator released it. The operator was x-rayed and her hand was splinted, although no broken or fractured bones were found. She was told not to go back to work for 5-7 days. A steris technician tested both the load and unload door safety switch operation at various points on the safety bar. In each instance when the safety bar was pushed up the door opened, the display showed "door obstruction" and the printer printed "alarm door obstruction", confirming that the unit was operating properly. The print out from the time of the incident did not show "alarm door obstruction", indicating that the safety bar was not pushed up. The steris technician visited the hospital and performed an in-service with the staff in 2009.

Event description:
An operator injured her wrist when she put her hand into the washer in order to release an item that she thought was preventing the door from closing.